Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic procedure. Reportedly, the proglide marker lumen was flushed with saline until saline exited. The proglide was then advanced into the artery but pulsatile blood flow was not seen from the marker lumen. The marker lumen was re-flushed and there still was no blood flow through the marker lumen. The vessel was re-wired and the proglide device was removed. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. There was excessive dried blood inside the marker tube, indicating arterial marking was achieved, thus the reported marker lumen blockage/inability to achieve device marking was not confirmed. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for marker lumen blockage/inability to achieve device marking reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.